Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from two different samples drawn from two different patients using a vitros 5600 integrated system when compared to ipth results obtained from earlier draws from the same patients. A definitive assignable cause for the higher than expected patient sample results obtained from two different samples drawn from two different patients could not be determined with the information provided. Based on historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. Precision testing of the vitros 5600 integrated system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Additionally, handling and storage of the samples could not be ruled out as a possible cause of the higher than expected results. Based on the limited information provided, ortho is unable to definitively identify the correct ipth result accurately reflecting the patient¿s true clinical status as the samples were not sent out for comparison testing. However, patient 1 was known to have had a parathyroidectomy sometime prior to the physicians expected result was obtained. Therefore, a reduction in the ipth results post-operative would be expected and instead the ipth results had increased. It is noted that parathyroidectomy is not always successful to resolve a hyperparathyroidism issue and further procedures could be required. There was no information provided to confirm or rule out if patient 2 ipth testing was performed post-operative.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report higher than expected vitros intact pth (ipth) patient sample results obtained from two different patients using a vitros 5600 integrated system. The results were considered higher than expected by the physician treating both patients. Patient 1 results of 75 and 128 pg/ml versus expected result of 8 pg/ml. Patient 2 results of 98 and 130 pg/ml versus expected result within the vitros ipth reference interval of 7.5 ¿ 53.5 pg/ml. Biased results of magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ipth results were reported from the laboratory to the physician. However, no treatment was altered, initiated, or stopped based on the reported results. Ortho is not aware of any allegation of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).